Event description:
Philips received a complaint on the v60 ventilator indicating that there were lines across the display, making it unreadable. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) clarified in a good faith effort (gfe) response received 12nov2024, that the issue with the screen was the display. It had blue line going across the entirety of the screen, preventing it from being used. This investigation is ongoing.

Manufacturer narrative:
On 11dec2024, the field service engineer (fse) went to the customer site and replaced the touchscreen and user interface (ui) printed circuit board assembly (pcba) to liquid crystal display (lcd) cable to resolve the unreadable display issue. Following the part replacement, the fse completed a performance verification test (pvt), confirming that the issue was resolved. The device was confirmed to be operating as intended, ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.